Event description:
The tibial tray became loose and had to be revised.

Manufacturer narrative:
Manufacturing records for this lot were reviewed and found that the device was manufactured per specifications. The explanted tibial tray was visually inspected. The geometry and surface finish are normal. No bone cement was found on the underside of the tibial tray which most likely confirms that the cement mantle was not fully adhered to the tibial tray at the time of the revision surgery.